Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: unable to flush after multiple attempts. Additional information received from the customer: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? There have been no incidence of patient harm, complication, or negative outcome. Could you please confirm if the event occurred on the same date for all lot numbers? Multiple dates.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow up for correction. MDR submitted in error, complaint updated to incorrect entry.